Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was reloaded and may not have had enough insulin remaining in the cartridge. There was no impact to the customer's blood glucose (bg) level. Although requested by tandem technical support, the customer declined to provide additional information on the reported event.